Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this pacemaker exhibited far-field r-wave oversensing on the ventricular signal on the atrial channel. The pacemaker was reprogrammed and remains in service. The patient was asymptomatic and there were no adverse effects reported.